Manufacturer narrative:
Batch review performed on 11 september 2025 lot 1856268: 20 items manufactured and released on 16-jan-2019. No anomalies found related to the problem. To date, no similar events have been reported on the same lot during the period of review. R&d investigation the photos of the instrument subject to the complaint do not clarify the cause of the inability to insert the implant offset into the 3mm offset adapter. The fact that, at a later time, it was possible to correctly use the instrument in combination with a different implant offset, makes the cause of the reported issue even more unclear. The only hypothesis that can be made is that, at the time of the surgical procedure, some dirt or a small undetected debris may have settled on the instrument, causing the difficulty in coupling. A dimensional issue with the instrument can be excluded. The device was tested after the surgical procedure and found to be compliant. Debris settled on the instrument may have likely caused the observed problem. The device history record review does not indicate any potentially related manufacturing issue.

Event description:
It was not possible to place the 3mm offset implant inside the 3mm offset adaptor; the offset remained stuck and could not move down inside the adaptor. The surgery was prolonged by about 1 hour to accurately place the offset on the femoral component. The branch inspected the item after the surgery and, after lubrication, it worked correctly.